Event description:
It was reported that while charging the pump, the usb cable was caught on fire. No patient harm reported.

Manufacturer narrative:
The device has been rec'd for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.